Manufacturer narrative:
The biomedical engineer replaced the sensor interface board, and the unit was returned to service. No report of patient involvement. The biomedical engineer replaced the sensor interface board, and the unit was returned to service.

Event description:
The hospital reported the unit would not ventilate in pressure control mode, discovered during preuse checkout. There was no report of patient involvement.